Manufacturer narrative:
Concomitant medical products: concomitant part added to report. Therapy date was sometime in 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device discarded by customer and no follow-up will be performed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Locking compression plate broke sometime in (B)(6) 2017. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the patient had a surgery in 2015 as the unknown implant broke post-operatively. After the revision surgery in 2015 the locking compression plate broke again in (B)(6) 2017. A new revision surgery was performed. This complaint involves 1 part. Concomitant reported part: unknown screws this report is 1 of 1 for (B)(4).